Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was no longer properly holding a charge. Handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and the cause for the complaint was found to be associated with a broken ac adapter. Visual inspection identified that the connector to the hand held device was damaged, and the ac adapter could no longer charge the main battery. No other anomalies on the device performance were noted during testing using a known good ac adapter or the main battery with a full charge.